Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few months post-implant at a routine check, high impedance was noted, which was determined to be a known issue. The atrial lead was operating as desired, including sensing and pacing appropriately. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.